Event description:
Hospital in (B)(6) reported a patient was implanted with a short multiloc nail on an unknown date. Subsequently the patient experienced a humeral break below the nail. How and when the breakage occurred is unknown. The surgeon had difficulty removing the screws due to bone tissue overgrowth and one screwhead was damaged. The prolonged procedure took 2 hours 30 minutes. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.